Manufacturer narrative:
The full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt, after 20 rotations the physician was unable to deploy the helix. The lead was removed from the patient's body, whereupon even after over 30 rotations with the lead on the table, the helix never deployed. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.